Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 00771101120, femoral stem, lot # 61967679, item # 00630505632, liner, lot # 62202333, item # 00620005622, cup, lot # 62060656, item # hip-unknown-screws-unk, lot # unk, qty of 2. Multiple reports have been submitted for this event. Please see associated reports: 0001822565-2018-00587, 0001822565-2018-00588, 0002648920-2018-00195, 0002648920-2018-00196, 0001822565-2018-01499, 0001822565-2018-01500.

Event description:
It was reported that a patient had a right hip surgery approximately 4 years post implantation due to pain that developed in right hip approximately 6 months prior to the revision surgery. Medical records indicate metallosis, infection greater than one year post implantation, necrosis, taper corrosion indicating trunnionsis, x-ray indication of cup loosening, and elevated ion levels. The patient had dental work an unknown time frame prior to revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Reported event was confirmed due to medical records received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.